Event description:
It was reported that the customer¿s dexcom g7 continuous glucose monitor would not pair with the ilet because the cgm menu was set to g6 instead of g7, resulting in an invalid code message during pairing; the issue was resolved by selecting g7 and re-pairing. Symptoms included no adverse physiological effects and no alerts or alarms. Outcomes included no impact to blood glucose control and no medical intervention or hospitalization. Investigation included technical troubleshooting and user education. Investigation of this case revealed incorrect cgm configuration within the ilet settings leading to pairing failure, with resolution after proper configuration. It was concluded that the event was due to use error related to incorrect device setup rather than a device malfunction.